Event description:
Zimmer dermatome loaded with padgett blade. Concern voiced regarding use of dermatome. Dermatome tested prior to use. Zimmer blade requested by dr after use on right thigh. Right split thickness thigh graft site required closure with suture. This was a transient injury, which required therapeutic or diagnostic intervention. The device not received by clinical engineering. The wrong blade in use. Preference book not current. Wrong blade pulled in bag. Case moved from other room. Incorrect information given by resource person. Use error.